Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention on the ipg. It is unknown to the manufacturer the exact reason at this time.

Manufacturer narrative:
Device information updated to the correct ipg. This issue was deemed a duplicate report of manufacturer report reference number (B)(4).